Event description:
24-nov-2022. It has been reported that members charger port is melted due charger getting overheated. Charger and the charger cord has been brought in to the store and confirmed that the charger port cord is melted to the charger. The member stated to the store that the charger is always plugged into the wall. And noticed the hearing aid charger was warm to the touch. Device was purchased 13-jul-2019. Replacement of charger has been provided on 26-oct-2022. No harm to the patient reported. No further information expected.

Manufacturer narrative:
Manufacturer's ref#: (B)(4). Technical investigation concluded: device history register has been completed. No deviation or changes were found during manufacturing of the device. Trended case investigation concluded: micro usb is a very well known and used standard but can mechanically break down. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. The clinical investigation concluded: a damaged power supply or a power supply of very poor quality could potentially lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runaway can lead to high temperatures or fire accidents. The chargers have been safety tested according to applicable standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Based on the above the case is still considered reportable as the event / incident might have led to, death or a serious injury if it recurred. Manufacturer's investigation is final. This is a combined initial and final report.